Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an incomplete prime was reported and is a known cause of air in the line. ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device, provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line without an alarm while using the homechoice machine. This occurred during the initial drain cycle of peritoneal dialysis therapy. The patient was connected at the time of the event. The caregiver stated that the patient had connected to the patient line before the line had primed completely. The caregiver stated that the patient would start therapy over with new supplies. There was no report of patient injury or medical intervention associated with this report. No additional information is available.